Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn as they were kept by the facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a fall and was experiencing loss of stimulation. It was also reported that patient had several contacts out on the lead. It was unknown if contacts out were due to fall. The patient underwent a revision procedure wherein the lead, splitter and ipg were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that malfunction was suspected with the lead. It was noted that the ipg was replaced for precautionary measure.

Event description:
A report was received that the patient had a fall and was experiencing loss of stimulation. It was also reported that patient had several contacts out on the lead. It was unknown if contacts out were due to fall. The patient underwent a revision procedure wherein the lead, splitter and ipg were replaced. The patient was doing well postoperatively.